Event description:
The customer reported to vyaire medical that the avea ventilator has vent inop alarm while it was turned on and stored in ICU. They were unable to clear the alarm without turning off the unit. There was no patient involvement reported with this event.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.